Manufacturer narrative:
Additional information provided on the patient profile form (ppf) indicated that the filter is embedded in the wall of the inferior vena cava and unable to be retrieved. There was an unsuccessful percutaneous removal attempt performed approximately six months post implant. The patient is also reported to have experienced mental anguish related to the filter as during retrieval procedure a clot formed above the filter and the patient is currently on anticoagulation medication. The patient is also in fear of the clot releasing and causing bodily injury. Information provided in the medical records indicated that the filter was placed due to extensive acute thrombus is noted in the common femoral, superficial femoral, profunda, popliteal, gastrocnemius, posterior tibial and peroneal veins of the right leg. The patient was also noted to have saddle pulmonary embolism, the left greater than the right. The filter was implanted via the left femoral vein and deployed at the level of the third and fourth lumbar vertebrae. There were no complications during or immediately after the procedure. The patient¿s history was significant for central nervous system germinoma that was diagnosed one month and six days prior to the filter implant, for which the patient underwent a series of admissions for chemotherapy treatment and related issues. Approximately on or about five months post filter implant an unsuccessful percutaneous attempt was made to retrieve the filter. The procedure notes indicate that the proximal aspect of the filter would not decompress, consistent with endothelialization of the filter. Out of concern for possible ivc rupture/injury, further attempts to extract the filter were not made. The sheath was retracted and the ivc filter re-expanded. Repeat cavogram demonstrated patency of the ivc without evidence of injury. The patient tolerated the procedure well and was returned to the recovery unit in stable condition. Approximately on or about one year and six months post filter implantation, a computerized tomography (CT) scan of the abdomen and pelvis showed a clot is again seen in the ivc cranial to the ivc filter and extending to the level of the left renal vein. Approximately two months later, a chest x-ray was performed complaints of chest pain and showed low inspiratory level, clear lungs, heart size stable, compared to previous films and a left sided mediport with tip projecting distal into the superior vena cava. Approximately on or about two years and three months post filter implantation, the patient underwent a open ventral hernia excision. It was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inability to retrieve the device, the filter was embedded in the wall of the inferior vena cava. The patient is also reported to have experienced mental anguish related to the filter as during retrieval procedure a clot formed above the filter and the patient is currently on anticoagulation medication. The patient is also in fear of the clot releasing and causing bodily injury. The indication for the filter implant was extensive acute thrombus is noted in the common femoral, superficial femoral, profunda, popliteal, gastrocnemius, posterior tibial and peroneal veins of the right leg. The patient was also noted to have saddle pulmonary embolism, the left greater than the right. The filter was implanted via the left femoral vein and deployed at the level of the third and fourth lumbar vertebrae. There were no complications during or immediately after the procedure. The patient¿s history was significant for central nervous system germinoma that was diagnosed one month and six days prior to the filter implant, for which the patient underwent a series of admissions for chemotherapy treatment and related issues. Approximately on or about five months post filter implant an unsuccessful percutaneous attempt was made to retrieve the filter. The procedure notes indicate that the proximal aspect of the filter would not decompress, consistent with endothelialization of the filter. Out of concern for possible ivc rupture/injury, further attempts to extract the filter were not made. The sheath was retracted and the ivc filter re-expanded. Repeat cavogram demonstrated patency of the ivc without evidence of injury. The patient tolerated the procedure well and was returned to the recovery unit in stable condition. Approximately on or about one year and six months post filter implantation, a computerized tomography (CT) scan of the abdomen and pelvis showed a clot is again seen in the ivc cranial to the ivc filter and extending to the level of the left renal vein. Approximately two months later, a chest x-ray was performed for complaints of chest pain and showed low inspiratory level, clear lungs, heart size stable, compared to previous films and a left sided mediport with tip projecting distal into the superior vena cava. Approximately on or about two years and three months post filter implantation, the patient underwent an open ventral hernia excision. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed or further clarified. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. There are, however, clinical factors that may have influenced these events and include patient, pharmacological and lesion characteristics. Anxiety and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inability to retrieve the device. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inability to retrieve the device. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.